Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced a hemorrhagic stroke. In (B)(6) 2017, a watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2017, a follow up transesophageal echocardiogram (tee) was performed and showed no leaks or thrombus on the device. The patient was on warfarin, 81 mg aspirin and their international normalized ratio (inr) was 2.5. However immediately thereafter the patient started experiencing signs and symptoms of stroke. A computed tomography (CT) scan of the brain revealed the patient had a bleed in the brain. A magnetic resonance imaging (MRI) was also performed and the patient was taken to surgery. Post craniotomy the patient experienced seizures and was sent to hospice and placed on palliative care

Manufacturer narrative:
Catalog/model #, device lot number , device expiration date, device manufactured date, add'l MFR. Narrative: updated upn- search updated from (B)(4) - watchman delivery system - cmc - maple grove (intervent cardio) - (B)(4)- fg watchman laa closure device 27mm us - (B)(4) upn updated from (B)(4) updated to (B)(4). (B)(4).

Event description:
It was reported that the patient experienced a hemorrhagic stroke. In (B)(6) 2017, a watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2017, a follow up transesophageal echocardiogram (tee) was performed and showed no leaks or thrombus on the device. The patient was on warfarin, 81mg aspirin and their international normalized ratio (inr) was 2.5. However immediately thereafter the patient started experiencing signs and symptoms of stroke. A computed tomography (CT) scan of the brain revealed the patient had a bleed in the brain. A magnetic resonance imaging (MRI) was also performed and the patient was taken to surgery. Post craniotomy the patient experienced seizures and was sent to hospice and placed on palliative care